Manufacturer narrative:
(B)(4). Event site name exceeded character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that t.w. Power supply was not delivering energy as it should (sputtering or not at all). The device subsequently did not pass standard voltage testing when it was tested by the biomed team. No patient harm.